Manufacturer narrative:
Thirty retention samples were evaluated for the following: male/female luer separation- met requirement of male luer must connected to female luer per (B)(4). Female luer to tubing pull ( np end) met minimum of 2.0 lbs per (B)(4). Wing to tubing pull ( IV end) met minimum of 2.0 lbs per (B)(4). All inspections were in compliance with requirements.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the white adapter and translucent male luer lock of a bd vacutainer safety-lok blood collection set with luer adapter 23 g x 0.75 in. Separated when the safety shield was activated and the needle was not completely covered. There was nor report of injury or medical intervention.

Manufacturer narrative:
Correction: the device manufacture date was initially reported as 5/3/2016. It has been corrected to the following: device manufacture date: 4/25/2016. Device evaluation: results: a sample is not available for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6116789. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.